Event description:
It was reported that the patient underwent a coronary artery bypass graft procedure and the right atrial lead may have been damaged during the surgery. The lead was undersensing p-waves and was explanted. During the replacement procedure, an atrial lead was attempted to be implanted, but was not used because it was also undersensing p-waves and it was difficult to position. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and the outer insulation was breached cut. There was blood/body fluid in/on the helix mechanism and there was apparent explant damage. (B)(4) the full lead was retutned and analyzed and no anomalies were found. There was blood/body fluid in/on the helix mechanism.